Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that there was evidence of subluxation of the joint, scratching of the bearing surfaces and minor taper fretting. Root cause was of returned device was inconclusive.

Event description:
It was reported that a patient underwent hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2015 due to adverse reaction to metal debris (armd). The acetabular cup and modular head were removed and replaced with a competitor cup and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "